Event description:
Using a guardian brand shower chair, model #99000, serial number (B)(4). Plastic support bar under the seat of the chair broke at the corner where screw was. This caused the metal support to break and cause a penetrating rectal injury. Pt's weight was (B)(6). Chair rate for 300#.